Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable creatinine jaffe generation 2 results for one patient over four days. All results are in mg/dl. (B)(6) 2013 initial result was 2.x and the repeat result was 2.x. The specific results could not be provided. However, the customer claimed these results reproduced closely. (B)(6) 2013 initial result was 1.4 and the repeat result was 2.1. (B)(6) 2013 initial result was 2.x and the repeat result was 2.x. The specific results could not be provided. However, the customer claimed these results reproduced closely. (B)(6) 2013 initial result was 0.6 and the repeat result was 1.8. All of the erroneous results were reported outside the laboratory and the doctor caught the imprecision in the results. The repeat results were believed to be correct. The customer could not provide information concerning if the patient was adversely affected. The creatinine reagent lot number and expiration date were not provided. The field service representative found there was a misadjusted cell rinse mechanism (crm) dispensing too much rinse water which resulted in cross contamination of adjacent reaction cells. He adjusted and realigned the crm dispense levels. To verify the analyzer operation, he successfully performed creatinine and panel precision checks with all results within operating specifications.